Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, (gablofen) 2000mcg/ml at 404mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient's medical history included cerebral palsy. A bulge was noted at the spinal incision site. It was noted underneath the skin at anchor site . No other reported issues but the patient's mom and the physician did not want it to erode through the skin so a revision was decided upon. Surgical intervention was done to open the spinal incision. The anchor wing was loose and sticking towards skin. A small dissection was completed and the anchor wing re-sutured to the fascia. Csf flow was checked at side port post procedure with good csf flow. The catheter was primed and maintained at current settings. The issue was resolved at the time of the report. The patient's status at the time of the report was alive, no injury. Per the reporter the system remained intact and good catheter patency was noted post op. Therapy able to continue as planned.

Event description:
Additional information later received reported that it was hard to tell if the suture broke loose or it the suture was never in the loop. The anchor appeared intact.